Manufacturer narrative:
(B)(4). Eval, results: endoleak, conical aortic neck. Conclusion: conical aortic neck.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approx 1 month ago. The neck was straight, it was 30 mm long and conical in shape, measuring 23 mm at the level of renals and expands to 30 mm just proximal to the aneurysm sac, but mostly it is 26 - 28 mm in diameter. The right iliac was 22 in length and the left was 40 mm long. It was reported that the bifurcated stent graft was accidentally deployed 12 mm lower than intended. There was a type 4 endoleak present that the physician suspected to be a type 1 endoleak and decided to place a cuff as close to the renal arteries as possible; however, after the cuff was implanted, the same endoleak was still present and this ruled out the possibility of a type 1 endoleak. A type 2 endoleak was ruled out also as it was not possible to follow the source leading to a lumbar artery. The stent graft was ballooned, but not aggressively; however, the endoleak remained. The decision was made to not further intervene and to evaluate for the endoleak at the 30 day f/u. No further info was provided and no add'l clinical sequelae were reported, and the pt is fine.